Event description:
A physician reported following the intraocular lens implantation deposit on anterior surface of lens were noted. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned taped inside the opened company cartridge pouch. Viscoelastic was observed in the cartridge. The tip had heavy stress. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. It cannot be determined if the lens was qualified because the diopter was not provided. A qualified handpiece was indicated. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause could not be determined for the reported film/deposit on lens anterior surface. The used company cartridge was returned. No damage or abnormalities were found. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. Unable to determine if the lens was damaged. It could not be determined if the lens was qualified because the diopter was not provided. It was unknown if a qualified viscoelastic was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).